Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump emitted two beeps for an unknown reason following the rewind and prime steps. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: no alarms or warnings related to the complaint were observed in the pump's black box history. During testing, the pump performed the ezprime steps with no alarms occurring. The pump¿s ¿alert¿ sound setting was set to ¿m¿ and the pump beeped once after finishing the rewind step. After the prime step finished the pump, again, emitted a single beep. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.